Manufacturer narrative:
Based on analysis results, this complaint is now determined to be a MDR malfunction. Per the service manual, the analysis site performed service tests with no functional faults found and could not duplicate the customer's complaint. However, the site found that the green cable had splits on both ends. The green cable was replaced to correct the issue. The unit passed all qa functional testing. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that while setting up for a breast biopsy a l2-002 error code was received. They continued with the case and noticed that the yellow wrench stayed on the screen throughout the case. There was no patient consequence reported. Case was completed using the st holster.